Manufacturer narrative:
Journal: eurointervention title: buma supreme biodegradable polymer sirolimus-eluting stent versus a durable polymer zotarolimus-eluting coronary stent: three-year clinical outcomes of the pioneer trial reference: doi: 10.4244/eij-d-19-00566 a2: average age a3: majority gender b3: date of publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted titled; buma supreme biodegradable polymer sirolimus-eluting stent versus a durable polymer zotaroli mus-eluting coronary stent: three-year clinical outcomes of the pioneer trial. The pioneer trial was a randomised, multicenter study assessing the efficacy and safety of a non medtronic stent, the buma supreme compared with the medtronic resolute onyx or resolute integrity drug eluting stent. The study looked at the nine-month angiographic instent late lumen loss and also three-year clinical outcomes. There were 87 patients in the resolute zes group that received either a resolute integrity stent or a resolute onyx stent. At nine months, the buma supreme had a significantly higher in-stent late lumen loss than the resolute stent. At the 12 month follow up, all cause death, cardiac death, myocardial infarction (mi), periprocedural mi, spontaneous mi, target vessel mi, target lesion revascularization (tlr), target vessel revascularization (tvr) had all been reported. A single three-year clinical follow-up visit was performed. For resolute participants the following was reported: all cause deaths, cardiac death, target vessel myocardial infarction in the right coronary artery, target vessel and target lesion revascularization in the right coronary artery and the left coronary artery and in-stent stenosis.

Manufacturer narrative:
Additional information: annex d code. Correction: patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.